Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported, while the nurse processed the cuff test, she found the air leaked from the cuff. Customer confirmed that fault was identified during pretesting efforts. No patient involvement.